Event description:
It was reported to philips that system gave an alert indicating the collimator was defective, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information collected, the reported problem occurred during the treatment of an emergency patient. The procedure was completed after multiple restarts. The philips field service engineer (fse) inspected the system on-site and confirmed that the collimator was defective. Analysis of the log file confirmed the reported malfunction: "defective collimator alert". To resolve the issue, the fse replaced the nicol v3 cv fd (collimator). The defective collimator was returned to philips for failure analysis, and a filter defect was confirmed during the investigation. After the replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.